Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) going on standby mode.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse monitored a small pressure leakdown during use. The fse verified that the unit did not have excessive condensation & performed the condensation removal process. The fse then tightened all luer fittings, and verified there were no blockages in the purge lines. The fse then tested and cycled all solenoids manually without fault. The fse performed the same initial leakdown test again and was no longer able to duplicate the reported failure. The tightening of the luer fittings resolved the issue. The fse ran the unit for 30 minutes at 120 bpm. The unit was then cleared for clinal use.